Event description:
Customer reported that battery was taking longer to charge. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.